Event description:
The pt was not getting a therapeutic response. The pt underwent a pump replacement on (B)(6) 2010. The pump was replaced due to an "issue on roller study". It was noted that the goal of the hcp was to achieve better management of the pt's spasticity. The pump was used to deliver lioresal (2000 mcg/ml). The dose with the new pump was 450 mcg/day; this dose was lower than the previous daily dose with the old pump. There was reported to be no pt injury. The pt recovered without sequela and was "doing fine".

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.